Manufacturer narrative:
D4 - UDI number not required to be registered. The actual device has been returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. The actual sample was leak tested by being injected with 18mls of air with a factory retained syringe and submerged in water. No leak was noted. The one way valve was disassembled for further inspection. There were no anomalies or adhesion of particles to the air sealing area between the rubber chip and outer cylinder of the one way valve. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The actual sample did not present any anomalies or inherent deficiencies which could lead to the reported leak. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample became deteriorated in its air tightness performance due to a foreign substance in the air injection port of the one-way valve and having been caught in the air-sealing area between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. . Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. The device labeling does address the potential for such an event in the instruction-for-use (IFU) with statement such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an air leak during the use of a tr band device. Follow up communication with the user facility confirmed the following information: at the end of a stemi case the doctor tried to place a tr band over the puncture site; at the onset the doctor felt there was a problem with the balloon expansion; the case had finished and the doctor applied the tr band to the right radial artery; assistance was needed to remove the radial sheath as the doctor inflated the tr band with 18 ml of air; the radial puncture site was bleeding; the doctor requested urgent assistance and applied pressure to the patient above the puncture site with the tr band device on; the tr band was quickly removed; a new tr band was opened and applied to the patient while the doctor applied pressure; the new tr band was inflated with 18 mls of air; the doctor stated that the balloon in the initial tr band had burst leading to a loss of stasis; the balloon was inflated with 18 mls of air; approximately 5-10 minutes later the tr band had remained inflated; the amount of blood loss was not reported; and the patient was not harmed.